Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump load step emptied the insulin out of the cartridge. The patient stated that no alarms or warnings occurred. This report is made based on the allegation that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The load step was performed and the pump emitted a "no cartridge detected" warning. Evaluation revealed a dislodged display screen and fully dislodged force sensor pins. Unrelated to the complaint, the display screen was found to be faded and discolored. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: a retained cartridge from lot # b201668 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.